Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. Attempts to contact the patient by phone with additional questions were unsuccessful. The patient reported that at 9:30pm on (B)(6) 2018, she received a result on the subject meter of ¿457 mg/dl¿ which she considered was high. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin, no adjustments. She reported that after obtaining the result, she called the samu emergency service, and a doctor advised her to increase her insulin dose to 6 units. She stated that she tested again on the subject meter at 12:30am on (B)(6) 2018 and the result was ¿381mg/dl¿ . She reported that she called samu again and because the doctor thought this result was high, he/she asked the patient to administer 3 units of insulin at around 1:00am. She stated that later than morning at 6:30am she went to the laboratory where a result of ¿60mg/dl¿ was obtained on the lab device. No result for the subject meter was provided for this time. It was documented that the patient ¿then had to get some sugar to raise her sugar level¿. It was not established if this was treatment the patient administered herself or if the ¿sugar¿ was provided by a third party. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. A replacement meter was sent to the patient. This complaint is being reported because the patient may have developed a sign suggestive of a serious injury adverse event, i.e. A blood glucose result of less than 70 mg/dl with assistance from third party, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering increased doses of insulin.